Event description:
Caller reports patient tested on the meter with results of 202mg/dl while using the advantage system. Caller reports patient was feeling sick; no treatment was received at that time. Caller reports patient was going to go home and get money for lunch; patient was found at the atm machine laying on the ground. Ems was called, tested patient with a result of 37mg/dl and took her to the hospital. Treatment was unknown. Patient remained in the hospital for 2 days. A request was made for return of the suspect product and a replacement was sent.